Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented with diffuse corneal edema, in the left eye, following cataract surgery. The patient was treated with lubricants and corticosteroids. The surgeon suspects the cause is due to the ultrasound being too strong. The edema has resolved, however, the surgeon indicated the patient presented with a significant degree of corneal edema in the postoperative period. The patient is noted to not be happy with their postoperative results. It was reported that the surgeon reuses supplies such as cassettes and tips.

Event description:
A company representative offered the surgeon surgical accompaniment and support with supplies to rule out parameters, but the doctor refused, indicating he did not want to risk more patients corneas.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).